Event description:
It was reported that the handpiece was overheating while in use during an acl procedure. They completed the procedure using another available driver. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the reported event of the device overheating could not be duplicated. Repairs were made and the device was returned to the account.